Event description:
It was reported that before an unknown procedure, it was found that the shaft was bent when the device was set. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.